Event description:
The patient reported that the needle of their v-go 30 dislodged about 2 hours into use on (B)(6) 2022 but it went back in. The patient could feel the insulin going back in because she had a burning sensation. The patient reported that this was a normal sensation she has from the insulin. The patient also reported that the needle button released on their v-go 30 on (B)(6) 2022 after 14 hours of use. The patient reported that the device is not available for return because it was discarded.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with v-go 30 user regarding complaint called in about burning sensation from the insulin. The patient denies itching or infection. The v-go uses medical grade hypoallergenic adhesive, however some people still may have a reaction. This patient already has sensitive skin. This is not a serious adverse event.